Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a clinic follow up, possible premature battery depletion, inappropriate shock and inadequate shock due to atrial fibrillation were reported on the device. The device was explanted and replaced to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The reported event of inappropriate high voltage therapy could not be confirmed. Tech services reviewed session records and determined that the device delivered therapy normally based on its programmed settings. The reported event of inadequate high voltage therapy was confirmed via review of the stored egms. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. The field reported that the patient had high defibrillation threshold. The cause of the reported event is consistent with the patient having high defibrillation threshold.